Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The posterior wall fractured during impaction of trident ll cup. Surgeon said no clinical impact to the patient. Had difficulty fully seating cup to planned depth left 2 mm proud however surgeon said cup was fully seated. Tha procedure.

Event description:
The posterior wall fractured during impaction of trident ll cup. Surgeon said no clinical impact to the patient. Had difficulty fully seating cup to planned depth left 2 mm proud however surgeon said cup was fully seated. Tha procedure.

Manufacturer narrative:
Reported event: an event regarding proud impaction values involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history: a review of the DHR associated with rob366 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding proud impaction values. There were 6 other reported events (pr1164279, pr 1704778,pr1719087, pr1164254, pr1725812 and pr1781781) conclusion: a review of rio registration, checkpoints and pelvis registration showed that all verification values were within the recommended range. No velocity traps were found to suggest an array moved. The reamer size of 48 matches the planned size from implant planning. I verified that the application displayed that the cup was 2.04mm proud. No malfunction could be detected regarding this proud value. As for the posterior wall fracture the procedure was planned properly and the logs do not provide evidence as to why the hip fractured because all quality checks were within tolerance. Patient factors cannot be ruled out.